Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that during the implant of this implantable cardioverter defibrillator (ICD), pacemaker mediated tachycardia (pmt) was noted. The device was reprogrammed to resolve the pmt. Then right ventricular (rv) noise, oversensing and pacing inhibition of less than two seconds was noted. The noise was attributed to air bubbles in the device header, which dissipated following the procedure. No adverse patient effects were reported. The device remains in service.